Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead had out of range intrinsic amplitude on the rv channel and stored atrial tachycardia response (atr) episode with rv undersensing observed. Technical services (ts) assessed the electrocardiogram and confirmed intrinsic amplitude being out of range and rv undersensing. It was also noted that rvat test had not been performed for past six months. This system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead had out of range intrinsic amplitude on the rv channel and stored atrial tachycardia response (atr) episode with rv undersensing observed. Technical services (ts) assessed the electrocardiogram and confirmed intrinsic amplitude being out of range and rv undersensing. It was also noted that rvat test had not been performed for past six months. This system remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was not capturing at high outputs, therefore, the right ventricular automatic threshold (rvat) feature was turned off.